Event description:
It was reported that during an unknown procedure the articulation joint bends and the jaw does not close well are there any reported cases of harm to patients or users? Unknown was there a significant delay? Unknown.

Manufacturer narrative:
(B)(4). Date sent 7/1/2026 d4 batch # a98h6n investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. The event described of damaged joint cover could not be confirmed as no damage on the joint cover was noted. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98h6n, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a98j6w, and no non-conformances were identified.